Event description:
It was reported that in (B)(6) 2014, the patient fell while skiing and a hematoma developed at the implant site. Three months later, the physician drained some blood from the pocket; no infection was noted. However, two weeks later, the wound was not healing. The implant site was assessed and tested positive for infection. The device and leads were explanted. Patient was placed on antibiotics. A subsequent follow-up visit showed no signs of infection. The patient was asymptomatic and stable. Reassessment for a new system was scheduled for a later date.

Manufacturer narrative:
Analysis was normal. No anomaly was found.